Event description:
A customer complaint was received indicating that their acl 8000 reported an incorrect prothrombin time (pt) result without an error flag on a patient sample. Two previous pt results on the same patient sample reported with noisy baseline error flags. The incorrect pt result reported on the acl 8000 as 20.6 seconds with an inr of 1.97 (isi = 1.11; mean normal range = 11.2). The customer sent the sample to another lab and their result was 51.6 seconds with an inr of 14 (isi = 1.78; mean normal range = 11.8). Per the customer, the incorrect result from the acl 8000 was reported to the physician since it was not flagged. However, no adverse event was attributed in the complaint due to the result. Notes: based on the two previous flagged samples, had the customer reviewed the curve of the third sample, they would have likely realized that the result was incorrectly reported. The sample in question was charcterized in the complaint as 1 + lipemia, indicating potential optical interference.

Manufacturer narrative:
This complaint is currently under investigation. Although the raw optical data were not available, il is reviewing the available data from the instrument to determine if a reportable event occurred. If remedial action is required based on the investigation, then a follow-up report will be filed.